Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device replacement due to normal eri, externalized conductors were observed under fluoroscopy. The patient was asymptomatic. The lead was explanted and replaced. The patient is in stable condition after the procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 14.5-14.9cm from the connector pin and at 43.5-43.9cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 8.5-11.5cm from the distal tip. Internal insulation abrasion was noted at 12.8-13.1cm and 27.4-27.8cm from the distal tip. The etfe coating was intact at these locations.